Event description:
Additional information received reported the patient recovered without sequela.

Manufacturer narrative:
(B)(4)

Event description:
The patient was in the ICU (intensive care unit) with agitation and suspected drug withdrawal. The pump was interrogated and the pump logs showed the pump motor stalled on (B)(6) 2015 and recovered the same day. Then it stalled again on (B)(6) 2015 with a tube set message on (B)(6) 2015; the stall did not recover. This reporter was unsure if the pump alarm was heard. When asked about emi or magnetic interaction like MRI, this reporter stated that he ¿did not believe there was any interaction, but patient is a little crazy¿. The device system was delivering compounded baclofen and morphine. On (B)(6) 2015, the managing physician reported that the cause of the motor stall was unknown. On (B)(6) 2015, the patient was at a nursing/rehab facility. On (B)(6) 2015, the patient was being referred to a pain clinic for re-evaluation of the patient¿s pain. The pump had not yet been replaced. This reporter did not know how the patient was doing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the patient's pump was replaced on (B)(6) 2015.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).